Event description:
Additional information was received that patient didn't have high impedance problem. The reported high lead impedance was measured before device implant.

Manufacturer narrative:
Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong information about the suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong information about the suspect device for the event.

Event description:
During review of programming and diagnostic history, high lead impedance was found on patient vns system. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2015. Attempts for additional relevant information have been unsuccessful to date.